Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was unknown if the device was in clinical use or outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system on site. Troubleshooting found no issue with the movements of the fluoroscopy tube. The system was also not giving any error messages. The fse found no failure with the device and deemed that the system was in use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had problems with the fluoroscopy tube movements. There was no reported patient or user harm. Philips has started an investigation of this complaint.